Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation of original file: there is a black block in the middle of the imaged. The probe buttons do not function. The root cause of the failures is likely due to an internal probe failure. A history review of serial number asgrag043 showed no other similar product complaint(s) from this serial number.

Event description:
During evaluation of the returned device, it was found that the probe buttons do not function and there is a black block in the middle of the image.